Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported the mass was off center. The product was not used. Photographs depicting the reported issue were provided. No further information was provided.